Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss and charge/battery lasts less than expected due to moisture damage on the electronic assembly. [Ba22 is obsolete/merged with ba32] (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had replace battery now message again. Customer was receiving insert battery now message at time of call and customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.